Event description:
It was reported that 4 patients experienced periprosthetic infections following knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Bidea, I., foruria, x., calvo, I., moreta, j., zabala, j., gonzález, r. (2024) mid-term clinical radiological results of the constrained condylar knee prosthesis in total knee revision. European journal of orthopaedic surgery & traumatology 34(5)2701¿2708 https://doi.org/10.1007/s00590-024-03977-9. D10 - concomitant devices - unknown nexgen legacy constrained condylar knee femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni, lot #: ni, unknown nexgen femoral stem catalog #: ni, lot #: ni, unknown nexgen tibial stem catalog #: ni lot #: ni. E1 - correspondence author. G2 - report source - foreign: event occurred in spain. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.